Event description:
Patient was in CT scan, to receive IV contrast through her portacath. IV was connected to IV infusion pump at 20ml/hr. IV tubing clamped at the roller clamp mid tubing and distal port clamp. IV contrast infusing and tubing broke at top of IV infusion pump at connector above soft tubing, leaking normal saline.